Event description:
Customer reported the system will not recall images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and restored the network connection. System operates as intended. (B) (4).